Event description:
Pt's adverse event was reported to merz aesthetics, inc. By dr. (B)(6), injector. Pt was injected with 1.5cc of radiesse dermal filler in the nlf's on (B)(6) 2013. On (B)(6) 2013, pt experienced unilateral (left) edema, ecchymosis, pain and exudate. Pt was admitted to emergency and rec'd antibiotic i.v. Dr. (B)(6) states the infection was well localized to the ala.

Manufacturer narrative:
A review of the device history records indicated reported lot 1036541 met all specifications prior to release. The pt's recovery status is listed as improving.